Event description:
During a pulmonary vein isolation pulse field ablation a farawave was selected for use. Pre-operatively, the pericardial fluid was checked with ice and it was noted that a small amount of pericardial fluid have already accumulated. Pvi was performed using farapulse, and at the end of the procedure, ice was reused to check the pericardial fluid, and a slight increase in pericardial fluid compared to before the procedure was noted; the procedure was then temporarily concluded. The patients blood pressure did not increase during emergence from anesthesia, therefore, pericardiocentesis was performed. The patient was discharged thereafter. Per the physician opinion, the exact cause of the cardiac tamponade could not be determined. However, because a blood leak was observed from the v, farapulse was considered unlikely to be the source. The tamponade may have occurred during ice or cs catheter insertion.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
B5: describe event or problem - updated. Correction to the initial MDR in block h6.

Event description:
During a pulmonary vein isolation pulse field ablation a farawave was selected for use. Pre-operatively, the pericardial fluid was checked with ice and it was noted that a small amount of pericardial fluid have already accumulated. Pvi was performed using farapulse, and at the end of the procedure, ice was reused to check the pericardial fluid, and a slight increase in pericardial fluid compared to before the procedure was noted; the procedure was then temporarily concluded. The patient blood pressure did not increase during emergence from anesthesia, therefore, pericardiocentesis was performed. The patient was discharged thereafter. Per the physician opinion, the exact cause of the cardiac tamponade could not be determined. However, because a blood leak was observed from the v, farapulse was considered unlikely to be the source. The tamponade may have occurred during ice or cs catheter insertion. Additional information indicated that a blood leak was observed from the right vein. A tamponade developed in the same vessel, and the perforation was confirmed to be located in the right vein.